Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient ended up having a case of shingles after an epidural administration. The patient was prescribed with medication.